Event description:
It was reported that the user experienced an episode of hyperglycemia of unclear cause, with a fingerstick blood glucose of 547 mg/dl, after which the user changed supplies and used multiple daily injections to reduce elevated glucose before returning to ilet use; the user was on a steel cannula infusion set, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included user-performed rescue therapy with subcutaneous insulin and subsequent glucose regulation. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device alerts and no available lot information, and no device-specific malfunction could be identified; the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.